Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests. Unit was programmed with a 2.0 units fix prime with water reservoir. The water did exit the infusion set. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was programmed with 2.0 units' bolus and monitored. The bolus was delivered and recorded properly in bolus history screen. Unit was communicated properly with onetouch ultra-link blood glucose meter and the blood glucose number did appear on both blood glucose meter and pump screen. Unit had cracked case at display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. No dark spot on the screen noted.

Event description:
It was reported that insulin pump was damaged and was not delivering. It was reported that insulin had dark spots inside and out. It was reported that customer was in the emergency room on (B)(6) 2016 with blood glucose of 347 mg/dl. Caller states that customer's blood glucose was so high that it was not registering on meter. After a few treatments with manual injections, customer's blood glucose lowered to 475 mg/dl. Insulin pump would be replaced.